Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The second proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closures of both the right and the left common femoral arteries were attempted using proglide devices after a peripheral interventional procedure. Reportedly, in the right common femoral artery the device was deployed, but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. It was also reported that in the left common femoral artery, when the white rail was pulled the blue rail was coming out of the patient. The suture was cut and removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. The cath lab technician is reportedly in-training in the use of the proglide device.